Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was blank with evidence of moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/27/2014 with the following findings: during testing, the pump powered on to a functioning display screen. There was evidence of moisture behind the display screen. Unrelated to the initial complaint, the battery compartment was cracked. The leak test failed due to a battery compartment leak. The pump was opened and there was evidence of moisture on internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.